Event description:
It was reported that pump displayed altitude alarm and suspended insulin delivery while pump remained within expected operating altitude and customer had not experienced this issue previously. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to gently clean speaker holes, remove and reconnect cartridge, wait to resume insulin, and later to wait two hours to allow moisture to evaporate, and after follow-up call issue was resolved with advice to contact technical support again if problem returned.